Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that received an insulin flow blocked alarm. Blood glucose level at the time of the incident was unknown. During troubleshooting for the insulin flow blocked, insulin did not exit. Customer reported that insulin exited when they used the plunger to push insulin out. Customer changed the infusion set and received another insulin flow blocked alarm. No harm requiring medical intervention was reported. The pump will not be returned for analysis.